Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection for rectal anastomosis, after firing the single-use stapler, difficulty was encountered during removal, upon rotating the wing nut approximately two turns and hearing a clicking sound, the intestinal tract was pulled along with the device, making removal difficult, although the stapler was ultimately removed. The anvil was noted to be tilted after firing, and a minor anastomotic leak was identified during the intraoperative leak test using air bubbles/methylene blue. The issue was resolved by hand-sewn reinforcement of the staple line, and the procedure was completed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that a difficulty was encountered during removal, upon rotating the wing nut approximately two turns and hearing a clicking sound, the intestinal tract was pulled along with the device, making removal difficult, although the stapler was ultimately removed. The anvil was noted to be tilted after firing, and a minor anastomotic leak was identified during the intraoperative leak test using air bubbles/methylene blue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.